Manufacturer narrative:
A ge service representative performed an on site investigation. The actuator was repaired during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported intermittent accessory error messages. This error will prevent the system from booting up. There is no report of injury or death associated with this event.